Event description:
The event was reported via a user facility mandatory medwatch # mw5110848 involving spinning spiros® closed male luer, red cap which was reported to have leaked an unspecified chemotherapy medication during patient infusion. The device was observed to be leaking from the spiro connector from the upper end of the spiros to the lowest portion of the secondary tubing (not the lower end of the spiros to upper connector of primary tubing. The connection was tight and no cracks were observed in the device. There was patient involvement. However; no harm was reported as a consequence of this event.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.